Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid with concentration 0.1 mg/ml at a flex dose rate of 0.02164 mg/day via an implantable pump for spinal pain. It was reported that the patient had magnetic resonance imaging (MRI) of her head this morning and the pump motor stall had still not recovered, and it was 3:10 pm. The first pump interrogation was shortly after the MRI and the pump had been interrogated 3 to 4 times since then. It was unknown what type of mr scanner was used or if the pump orientation to the z axis was confirmed prior to the MRI. They had not heard the audible critical pump alarm either. They were inquiring about next steps. No patient symptom was reported. No further patient complications have been reported as a result of this event.